Event description:
Received report of a leak in tubing while chemo was infusing, resulting in a loss of about 75cc of chemo. There was no report of pt or user harm and no medical intervention was reported. The customer stated that no further pt or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.